Event description:
It was reported that the patient presented in the hospital for a normal follow up. Externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead was explanted.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 6.5-9.4cm from the tip. Multiple external insulation abrasions were found at 6.6-6.8cm from the pin, 41.7-42.0cm and 44.5-44.9cm from the tip consistent with lead friction to the ICD can. The etfe coating was intact at these locations. Internal insulation abrasions were found at 11.6-12.2cm and 12.0-13.0cm from the distal tip. The rv and re etfe coating was abraded at both areas.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.